Event description:
Noise oversensing has been observed on the ventricular channel, as observed in recorded arrhythmia episodes. Preliminary review of the programmer files received revealed that the v sensitivity was initially 0.4mv, and it has been reprogrammed to 0.6mv during the follow-up dated (B)(6)2014. Noise episodes have been recorded between (B)(6) 2014 and (B)(6) 2014. The noise pattern suggests emi or myopotentials.

Manufacturer narrative:
(B)(4).

Event description:
Noise oversensing has been observed on the ventricular channel, as observed in recorded arrhythmia episodes. Preliminary review of the programmer files received revealed that the v sensitivity was initially 0.4mv, and it has been reprogrammed to 0.6mv during the follow-up dated (B)(6) 2014. Noise episodes have been recorded between (B)(6) 2014 and (B)(6) 2014. The noise pattern suggests emi or myopotentials.